Manufacturer narrative:
The t:slim x2 user guide states, ¿your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that continuous glucose monitor (bg) readings were "erratic". Customer did not verify cgm readings with a blood glucose meter. Reportedly, the sensor had been in use longer than 7 days. No additional patient or event information was available.